Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 462 mg/dl. The customer did not provide the symptoms regarding high blood glucose. Customer stated that she tried to change her sensor and its saying cant find sensor signal. Customer tried a new sensor and it wont connection. Troubleshooting was done for loss of communication and they were able to re establish the communication. No other information provided regarding high blood glucose. The insulin pump was not returned for analysis.